Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Cags- "used the clamp to clamp aorta. Clamp kept coming loose and causing aorta to leak, changed to a reusable product to clamp aorta in preference to this product. Surgeon believes the handle is faulty and not securing properly. Didnt want to try a new handle at the time as didnt trust the clamp but wants the handle checked for fault." Patient status- no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the clamp was rusted and there were signs of wear and damage on the locking mechanism. Testing was performed on the event unit and there were no signs of the clamp slipping or becoming loose. The root cause of the loose clamp could not be determined, as engineering was unable to replicate the complainant's experience. It is likely that the event unit was damaged due to improper care of the device, as rust and damage were observed on the event unit. Applied medical will continue to monitor its vigilance system and take appropriate actions as necessary to ensure the performance and safety of its products.